Event description:
Caller states patient received the following results on the inform system within 10 minutes while using comfort curve test strips: lo (less than 10 mg/dl), hi (greater than 600 mg/dl), and 493 mg/dl. Approximately 30 minutes (04:00 am) later, a lab value returned as 138 mg/dl; no actions were taken based on this result. Caller reports that at 04:59 am patient had a cardiac arrest. At 05:29 am patient tested lo on the inform system; d50% was administered at 05:40 am. Patient tested 299 mg/dl at 06:48; he was unconscious at 07:00 am. At 07:02 am, patient had another cardiac arrest and passed away at 07:02 am. Caller states, the patient had compromised circulation and there may have been an issue with obtaining a good sample from the patient's finger. Requested return of suspect device and replacement was sent.